Manufacturer narrative:
(B)(4). Batch # t5ak33. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an lap distal gastrectomy, the closing lever was not released after the device was removed from the patient. Before that, the device was used on the duodenum at the first firing. The surgeon thought that there was a possibility that the knife did not return to home position completely, so that the manual override lever was used to release the device. Then the closing lever was released. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.